Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/28/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump showed that the keypad cover was undamaged. During testing, all the keypad buttons responded appropriately. The keypad cover was removed and no internal defect was found. The complaint was not duplicated during the investigation. Unrelated to the complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.